Event description:
It was reported that as the balloon was being advanced, the tip folded over itself. Reportedly, due to the fold at the distal tip of the balloon, it could not be fully retracted into the sheath. The device and sheath were removed as a single unit. The procedure was successfully completed using another pta balloon. There was no report of patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned and the investigation is currently underway.